Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported during placement of a vascular graft, upon removal of the spiral beading, the graft allegedly tore. Another vascular graft was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the lot number has been provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported for this lot number and issue to date. Investigation summary: the device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive for the alleged torn material as no objective evidence has been provided to confirm any alleged deficiency with the device. The definitive root cause could not be determined based upon available information. It is unknown whether procedural issues contributed to the event. Labeling review: the current instructions for use (IFU) states: precautions when removing the external spiral support (beading) of the graft, the beading must be removed slowly and at a 90° angle to the graft. Rapid unwinding and /or removal at less than a 90° angle may result in graft damage. Do not use surgical blades or sharp, pointed instruments to remove the beading as this may damage the graft wall. If damage occurs, that segment of the graft should not be used.

Event description:
It was reported during placement of a vascular graft, upon removal of the spiral beading, the graft allegedly tore. Another vascular graft was used to complete the procedure. There was no reported patient injury.